Manufacturer narrative:
Device #3: investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00787, 00788, 00780, 00781.

Event description:
Allegedly removed during the revision of another component.

Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
Device #3:this is the same event as 1043534-2011-00787, 00788, 00790, 00791.

Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed and analysis showed no trend. The product was not returned.